Manufacturer narrative:
Updated event date and imdrf codes.

Event description:
It has been reported to philips that unit not getting connected and faulty. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.